Manufacturer narrative:
The baxter technician found the comm cable is faulty and needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on mar 10, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the comm cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had bed exit alarm setting but not alarming at nurse station. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.